Event description:
Patient had a collapsed head. The surgeon decided to remove the short gamma nail and replaced with a # 7 head/ neck cemented omnifit 50mm trident with 32 10deg. Liner. The operation was routine.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.